Event description:
Complainant alleged that during biomed testing, the device displayed a red "x" indicator and prompted "error 6" and "error 8" messages. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corp has rec'd the product and will be providing a f/u report when our investigation is completed.